Event description:
Reportedly, the stapler did not cut through the tissue and the anvil did not tilt. The operating team had to make a new anastomosis and made a low anterior resection instead of sigmoideum resection. A new circular stapler was used with good results. Procedure: sigmoideum resection.